Event description:
It was reported to covidien in 2008 that a customer had an issue with a uvc. The customer reported the dual lumen umbilical vessel catheter was inserted into the baby and noticed blood seeping out of the line. Customer also reported the tubing had a crack. The catheter was pulled and replaced. The pt subsequently died, but the customer reported that the pt had multiple complications and did not die due to this particular issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.